Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not inflate at the lesion site. Also, a pinhole was noted on the outer shaft of the balloon. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. Visual and tactile inspection identified kink on the hypotube shaft, 3.3cm distal to the distal end of the strain relief. A detailed microscopic examination of the balloon material identified no damages. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner lumen was punctured and bunched, 4.7cm from the distal tip. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres; however, the pressure was unable to be maintained as inflation liquid was observed leaking from the tip of the device. This leak was caused by the punctured inner lumen.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not inflate at the lesion site. Also, a pinhole was noted on the outer shaft of the balloon. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.